Event description:
The customer reported after use for 5 months, it was noted the liquid could not be stopped even if closing the clamp. No patient injury reported. No use of an additional disinfectant.

Manufacturer narrative:
(B)(4). A batch review for the manufacturing lot number (h09h10110) showed no related production problems. The root cause could not be identified. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The following data was omitted from follow-up medical device report 001: the customer report of the fluid could not be stopped when the clamp was closed was not confirmed in the lab. The set was tested underwater at 8 psi with no leak noted. The transfer set sleeve was opened/closed several times without difficulty. Air passed when the sleeve was open and air would not pass when sleeve was in the closed position. During visual inspection no abnormalities were noted.